Event description:
It was reported that a patient underwent a pelvic health repair procedure on (B)(6) 2012 and suture was used. The surgeon found the suture at the apex of the vagina and the patient had a wound dehiscence. On (B)(6) 2012, the surgeon used a different suture to repair the wound.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00450 and 2210968-2012-00451. The same patient is represented in each medwatch.